Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient interface experienced an interruption between the electronic health record system and the application server, resulting in delayed patient and order crossover. The technical support specialist identified an interface downtime window through structured query language server queries, functioned as intended after the interface resumed normal processing. Dialed into the station. Uponupon checking, the affected patient appeared under all available patients. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient data may not have been current due to a patient interface issue; patient information and orders were not crossing over. However, there were no delays or adverse events or injuries reported based on this event.